Manufacturer narrative:
Final analysis found an external insulation abrasion at 8.9 cm to 9.5 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implanted device.

Event description:
It was reported that the oversensing was observed on right ventricular pacing and sensing lead of a high voltage therapy system. Oversensing was observed on the lead following high voltage therapy. The lead was explanted and replaced with a high voltage variant.